Manufacturer narrative:
Analysis results were not available at the time this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a patient receiving 25 mg/ml of morphine at 13.583 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported multiple motor stalls had occurred. During interrogation, it was determined a motor stall had occurred on (B)(6) 2016 and a tube set message occurred on (B)(6) 2016. The pump recovered and a subsequent motor stall occurred (B)(6) 2016, with a recovery on (b)(46 2016. An additional motor stall occurred on (B)(6) 2016, and recovered on (B)(6) 2016. It was reported the patient had not had an MRI. The pump was returned to the manufacturer and it was indicated an additional motor stall occurred (B)(6) 2016 and recovered (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump found gear train anomalies of stall due to shaft bearing and corrosion, wear and lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-13, information was received from an attorney regarding a patient who was receiving an unknown medication via a synchromed ii pain pump system. Indications for pump use, medical history, and concomitant medications were not reported. On an unspecified date, reported as "within the past several years" as of the letter dated 2018-sep-11 and received by the manufacturer on 2018-sep-14, the patient was alleged to have been injured due to the defective synchromed ii system's failure to deliver medications as prescribed. The nature of the injury/personal injury sustained was further specified as personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by surgery or surgeries to remove a defective device. The patient required removal of the allegedly defective device(s) and may have also required replacement, but that was not specified. Although it was reported that wrongful death resulted in "some instances," it was not specified if the patient in this event actually died. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2016-dec-14. It was further reported that the need for the pacemaker and the diagnosis of sick sinus syndrome were due to the damage caused by the heart attack. It was confirmed that the heart attack was related to the motor stalls because they occurred at the same time. The connection between the motor stalls and the patient's subsequent hospitalizations was made following a refill appointment on (B)(6) 2016, when refill nurses at the facility began inspecting pump logs more consistently. At that time, several motor stalls were identified. The patient was brought back to meet with the hcp and a manufacturer representative on (B)(6) 2016, at which point the pump was found to be working fine. The patient was given a transdermal fentanyl prescription and oral oxycodone in the event of additional withdrawal symptoms. Pump replacement was scheduled at that time, and the patient was advised to call the hcp if she experienced withdrawal and needed additional alprazolam or clonidine. It was noted that the patient experienced withdrawal type symptoms shortly following pump refills, and that no mistake was made during the refill process. It was thought that refilling the pump triggered a glitch in the pump, which caused motor stalls to occur within 2-9 days of refill. The stalls lasted between 24-36 hours in duration. Three stalls were identified which correlated with pump refills and subsequent hospitalizations. The patient's overall symptoms following the stalls were consistent with withdrawal, including severe nausea and vomiting, severe dehydration, and hypokalemia, which contributed to pathologic arrhythmia and the myocardial infraction. Persistent increases in intra-abdominal pressure due to intractable vomiting may have contributed to the patient's hypertension as well as a ruptured blood vessel in the stomach, causing blood in the patients vomit and stools. The onset of the symptoms following the refills was acute, and the patient consistently felt fine and was able to eat well in the days before the symptoms occurred. In the early stages of the patients symptoms, she felt very disconnected and they seemed to take over all of her senses. Her thinking became confused and she had difficulty communicating what was taking place. The following hospitalizations were documented: (B)(6) 2015. The patient woke up at 07:15 on (B)(6) 2015 and was power yawning. She felt terrible and achy all over, and was vomiting uncontrollably. The patient was taken to the emergency room (ER) and was found to be severely dehydrated with dangerously low potassium levels. Nonsustained ventricular tachycardia was diagnosed, and occurred on and off for several days, along with extremely high blood pressure; (B)(6) 2016. The patient's pump was refilled on (B)(6) 2016. A motor stall occurred on (B)(6) 2016 at 13:01 and recovered on (B)(6) 2016 at 14:10. The patient woke up around 07:30 on (B)(6) 2016 and was power yawning - she could not stop. The patient experienced tremendous pain in the back, shoulders and legs, as well as cramping. The patient was retching uncontrollably, vomiting non-stop, and had diarrhea. In the ER, the patient was found to have extremely high blood pressure, and continued to retch and vomit uncontrollably for 2-3 days. Potassium levels were once again very low, and the patient experienced nonsustained ventricular tachycardia, with an irregular heartbeat. A blood vessel had ruptured in the patient's stomach, and blood was found to be in the patient's stools and vomit. The stools were described as black and tarry. Toward the end of the hospitalization, the patient's cardiac enzymes were found to be elevated, and a heart attack occurred due to cardiac arrhythmias and extremely high blood pressure. (B)(6) 2016. The patient's pump was refilled on (B)(6) 2016, and the estimated replacement indicator (eri) was noted to be 8 months. A motor stall occurred on (B)(6) 2016 at 02:52, and recovered on (B)(6) 2016 at 13:17. The patient woke up power yawning and not feeling well, and recognized that the symptoms were similar to the symptoms that preceded her previous hospitalizations. The patient's husband checked her blood pressure, and it was found to be 210 over 120. The patient was then taken to the ER. The patient's symptoms continued, and the patient also began retching, vomiting, aching, experiencing diarrhea, bloody stools and vomit, high blood pressure, and low potassium. The ventricular tachycardia occurred again, as well as premature ventricular contractions. The patient felt so sick and didn't think they would ever be able to stop the vomiting and high blood pressure. A cut was made down the patient's neck for a port. (B)(6) 2016. The patient's pump was refilled on (B)(6) 2016, and eri was noted to be 6 months. A motor stall occurred on (B)(6) 2016 at 12:28, and recovered on (B)(6) 2016 at 14:01. The patient woke up feeling sick, power yawning, feeling cold, shivering, and had high blood pressure, retching, vomiting, and diarrhea. The patient was admitted to the ER with the above symptoms, as well as premature ventricular contractions and low potassium.

Event description:
The patient was hospitalized in (B)(6) 2016 for 8 days, in (B)(6) 2016 for 7 days, and in (B)(6) 2016 for 4 days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-nov-29 from the healthcare provider (hcp). It was reported that the patient had a heart attack on (B)(6) 2016. The patient presented to the emergency room for nausea, vomiting, diarrhea, increased pain, cramping, and cardiac arrhythmia. At the time it was not known that the symptoms were related to the motor stall. After reviewing the patient's episodes, the hcp determined that there was a retrospective, definite correlation between the documented motor stalls and the patient's symptoms. Cardiac enzyme testing and an electrocardiogram (EKG) were performed. Review of the patient's medical records indicated that a non st elevated myocardial infraction occurred in (B)(6) 2016 follow-up included myocardial perfusion imaging (mpi) which was positive, and an angiogram scheduled for (B)(6) 2016. The angiogram showed a 60% lesion in the left anterior descending artery, and 80-90% in the proximal diagonal branch of the left anterior descending artery. The patient was treated with antihypertensive medications to lower blood pressure, antiarrhythmia medications, acetylsalicylic acid, and venous thromboembolism prophylaxis. After the angiogram in (B)(6) 2016, the patient was scheduled for an angioplasty on (B)(6) 2016 and a permanent pacemaker due to diagnoses of sick sinus syndrome and classic brady/tachycardia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.